Manufacturer narrative:
(B)(4).

Event description:
The transmitter was returned for evaluation. A visual inspection was performed and no defects were found. Functional testing and a voltage test was performed and the tests passed. The reported event of an intermittent out of range was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, patient experienced an intermittent out of range signal. No additional patient or event information is available. The device has been received for investigation. A follow-up will be submitted upon completion of device investigation.